Event description:
Per the clinic, the patient experienced poor sound quality and poor performance with the device since initial activation. Hardware exchange attempts were made; however, the issue could not be resolved. A CT scan revealed that the tip of the electrode array was found to be folded over. The device was electively explanted on (B)(6) 2026 and the patient was implanted with a new device during the same surgery.